Event description:
It was reported to boston scientific corporation that on (B)(6) 2001 a contour vl ureteral injection stent was removed from a patient (patient is over 18) eleven days post-implantation. At the time of the appointment the patient presented with a low grade fever and chills. As part of normal protocol, the physician administered cipro, and gentamicin was also given to treat the fever and chills. The patient did not feel better therefore, went to the ER later that day where a blood and urine culture were taken. The blood culture tested positive for (B)(6), however, the urine sample was noted to be "sterile." The patient was treated with PICC line vancomycin and admitted into the hospital. The physician was unable to provide the length of stay. There were no skin lesions noted. The patient is reported to be doing fine at this time.

Manufacturer narrative:
Additional information received on (B)(4) 2011 providing patient birthdate.

Event description:
It was reported to boston scientific corporation that on (B)(6), 2001 a contour vl ureteral injection stent was removed from a patient (B)(6) eleven days post-implantation. At the time of the appointment the patient presented with a low grade fever and chills. As part of normal protocol, the physician administered cipro, and gentamicin was also given to treat the fever and chills. The patient did not feel better therefore, went to the ER later that day where a blood and urine culture were taken. The blood culture tested positive for (B)(6), however, the urine sample was noted to be "sterile." The patient was treated with PICC line vancomycin and admitted into the hospital. The physician was unable to provide the length of stay. There were no skin lesions noted. The patient is reported to be doing fine at this time.